Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in for assistance with filling the reservoir and reported that the reservoir had large air bubbles in it. The customer stated that she did not rewind with the reservoir in place. The customer was able to remove the air bubbles by delivering a fixed prime and tapping the reservoir. Blood glucose level at the time of the incident was not provided. The customer will monitor the insulin pump and will not return the device for analysis.